Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. "Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9057880. Medical device expiration date: 2024-02-29. Device manufacture date: 2019-02-26. Medical device lot #: unknown. Medical device expiration date: unknown. Device manufacture date: unknown." Investigation summary: a complaint history check was performed and this is the 1st related complaint for needle clog on lot # 9057880. No samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A lot history review was carried out and no related non conformance's were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. As no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that needle was clogged during flow check with a bd pen ndl 32g 6mm 3b tw. The following information was provided by the initial reporter: finding pen needles clogged during flow check.